Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement test due to detached end cap. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address or serial number label and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin compartment was cracked. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.